Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump was alarming button error. The customer stated that he changed the battery but the issue persisted. The customer explained that the insulin pump was inside his shirt and may have bumped against something. The customer's blood glucose was unknown. The customer further stated that the insulin pump may have become wet from his sweat. The customer declined troubleshooting for the exposure to moisture. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.